Event description:
The following info was obtained in review of a journal article and reports the in-stent restenosis of the distal left main approx. Within 3 months post cypher implant. Pt outcome is unk. The pt had (2) cypher stents implanted as noted below: 1. Cypher 3 x 18 - modified t technique. Restenosis was in the body of the lm (focal) and treated with cypher stent. 2. Cypher 3 x 18 - kissing technique. Restenosis was in the body of the lm (focal) and treated with cypher stent.